Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: a. Initial procedure name: prostatectomy. B. Was medical/surgical intervention required to treat the patient condition. Results: catheterized for an extra week. C. What in the physicians opinion are the factors contributing to the event reported: unsure. D. What date did each patient present with post urine leak (# post op days): e. What is tissue type and location of the suture placement: bladder anastomosis.

Event description:
It was reported that the patient underwent a prostatectomy procedure on unknown date and the barbed suture was used on the bladder anastomosis. Following the procedure, the patient experienced a post uterine leak and was catheterized for an extra week. No further information was provided.